Event description:
It was reported that while the ventilator was connected to a patient, it had stopped ventilating. There was no patient harm reported. (B)(4).

Manufacturer narrative:
No fault was found during onsite investigation by our field service engineer (fse). No parts were replaced. The evaluation of the logs show alarms indicating a leakage. The logs do not confirm a stop of ventilation. The ventilator attempts to deliver breath but the large the large leakage may lead to no ventilation or bad ventilation of the patient. The cause why leakage occurred has not been determined. There is nothing in the device logs that indicates a technical failure of the ventilator.

Event description:
(B)(4).